Manufacturer narrative:
Medical device brand name: bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.00 in a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.00 in experienced the needle piercing through the catheter during use. The following information was provided by the initial reporter: material no. 383556, batch no. 0042728. This is the only information the account has at this time and they only have pictures of the incident, no product to return. Date of occurrence: (B)(6) 2020 what type of catheter securement was utilized? None. Placement date: (B)(6) 2020 explant date: (B)(6) 2020 a detailed description of the event: nurse felt product may have been faulty prior to insertion however not aware of any visual identification or evidence that it looked or felt different prior to insertion. She noticed no blood return and when she pulled the device back, this is what she found. No patient harm however they did have to restick the pt.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received four photos showing a used nexiva unit with the cover removed and traces of thick media throughout the unit. Inspection of the provided photos revealed that the needle had pierced through the catheter tubing, confirming the reported defect of needle through catheter. This type of defect can occur during the manufacturing process or in the clinical setting. The presence of media throughout the unit, including the tip of the catheter tubing, indicates that the needle and catheter were correctly assembled at the time of venipuncture. Additionally, if the defect were manufacturing related the user would notice a spear through before venipuncture. Based on this evidence, the root cause is likely user error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.00 in experienced the needle piercing through the catheter during use. The following information was provided by the initial reporter: material no. 383556 batch no. 0042728 this is the only information the account has at this time and they only have pictures of the incident, no product to return. Date of occurrence: (B)(6) 2020 what type of catheter securement was utilized? None placement date: (B)(6) 2020 explant date: (B)(6) 2020 a detailed description of the event: nurse felt product may have been faulty prior to insertion however not aware of any visual identification or evidence that it looked or felt different prior to insertion. She noticed no blood return and when she pulled the device back, this is what she found. No patient harm however they did have to restick the pt.